Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose at the muffler at location one. It was determined that this was due to a manufacturing fixture. It was further determined during pretesting, it was determined that the device was power broken. It was determined that this was indicative of worn or damaged locking components (ex. Pawls). It was determined that the cause of the power broken was due to failure to follow the directions for use and running the device in the safe or load position. Therefore, the reported condition was confirmed. The assignable root cause of the hole in the hose was due to a manufacturing fixture. This issue has been escalated to CAPA. The assignable root cause of the device being power broken was determined to be due to component damage caused by user error, abuse and/or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine maintenance, it was discovered that the motor device had a cut in the hose. During in-house engineering evaluation, it was observed that the device was power broken. The event was not related to surgery. There were no delays to a planned surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.